Event description:
The customer reported to olympus, when connecting a gif-h180 to the cv-190 there was no image and a black screen occurred. There were no error codes on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed of no image and a black screen occurred. The evaluation uncovered the unit failed due to multiple issues. There was no image in the mask, using test scopes. The cause of the issue was a defected dr board, both set dr and ex boards need replacement, loose locking lever does not hold scope connector properly. A loose scope socket connector and the socket does not secure any paddles. The unit also had a damaged connector on sdi out put 2. Additionally, it was recommended to upgrade the software version to 4.10 from current 3.01 and the power switch was already upgraded. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The issue was noticed prior to use and was resolved by the initial reporter. There was no patient affected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was updated with information about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that the output connector socket failed due to long-term use. Olympus will continue to monitor field performance for this device.